Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified upper left arm vein. A 7.0x100, 75cm mustang¿ balloon catheter crossed the lesion. However, on the first inflation at 15 atmospheres, the balloon ruptured after being inflated for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured the procedure was complete with another of the same device. No patient complications were reported and the patient's status was good.